Event description:
Roadrunner technician stated the right motor/gearbox/brake needs replaced due to it leaking grease. Order # (B)(4) /brightree order (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). The initial pr #(B)(4) issued mfg. Report #9616091-2012-00079. The original report listed (B)(4) , registration number (B)(4), as the manufacturer. (B)(4) does not manufacturer a m51 power chair. The registration number should have been (B)(4) for a possible manufacturer of invacare (B)(4) or invacare (B)(4). The serial number provided, (B)(4), does not produce the information needed to determine the manufacturer. No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 2 years and 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 2 years and 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Roadrunner technician stated the right motor/gearbox/brake needs replaced due to it leaking grease. Order #(B)(6). No injury alleged.